Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and experienced bilateral capsular contracture baker grade unknown, bilateral rupture, and a breast mass on the left side with nipple discharge. The breast mass was excised on (B)(6) 2019. The patient underwent bilateral explantation on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the baker grade for capsular contracture was grade IV (l) and grade iii (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual inspection a tear was noted in the anterior view measuring approximately 0.5 cm. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).